Manufacturer narrative:
(B)(4). Customer returned pump for an alleged power loss alarm found on (B)(6) 2021. Pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, or self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Unable to utilize thus or generate power management graph due to blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, cracked retainer, pillowing overlay, stained overlay, cracked overlay, cracked battery tube threads, cracked battery tube, broken belt clip rails, serial number label damage, scratched case, corroded motor home switch and moisture damage. Customer allegations for power loss alarm unknown due to blank display. Blank display due to moisture damage on pcba1 and pcba2. Unable to download history files, traces or generate power management graph due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery power loss. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.